Event description:
The cautery pencil tip ignited in the operating room and was extinguished immediately without injury to patient or clinician.

Manufacturer narrative:
While using the cautery device during a surgical procedure, the surgeon visualized an arc. The tip then ignited and was immediately extinguished without any patient or clinician injury. It is not known if the device came into contact with any metal at the time of the incident. The generator mode and settings were not reported. Two cautery pencils and four tips were returned. One cautery tip was unused. There was evidence of charring on the used tips and the coating on one of those was melted. The devices were tested in both the cut and coag modes and functioned as intended. We were able to replicate the reported arc only when we allowed the device to make contact with a metal instrument in the coag mode. No manufacturing defect was identified during the evaluation of the samples. A root cause has not been determined but we cannot rule out user error as a cause and/or a contributing factor in this incident.